Event description:
The customer reported that the heartstart mrx was unable to detect the battery. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.